Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, she underwent a surgical medical device removal (seriousness criterion intervention required) with a partial hysterectomy. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. C51076) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: tylenol, valium and toradol. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: inconsistency was noted: essure removal date reported as (B)(6) 2023 (future date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.768 kg/sqm. [Pathology test] on (B)(6) 2022: clinical diagnosis. 1. Left pelvic pain, intramuscular issue. Site of removal: 1. Cervix, uterus, bilateral tubes and ovaries diagnosis: uterus, cervix fallopian tubes, ovaries, hysterectomy and bilateral salpingo-oophorectomy: cervix: mild acute and chronic cervicitis - endometrium: benign endometrial mucosa, proliferative phase; negative for hyperplasia - myometrium: benign adenomyosis, superficial - ovary, right: benign cystic follicles and corpora albicantia; serosal adhesion -ovary, left: benign hemorrhagic cyst suggestive of endometrioma -fallopian tubes, bilateral: serosal adhesion (right) gross description: received in formalin, labeled with "cervix, uterus, bilateral tubes and ovaries", is a total hysterectomy specimen weighing 98 g measuring uterus = 7.0 x 4.0 3.0 cm, right ovary 2.7 x 1.5 x 1.3 cm, left ovary 3.5 x 3.0 x 2.5 cm and right fimbriated fallopian tube 7.5 0.4 cm and left fimbriated fallopian tube 7.0 x 0.4 cm. Sectioning of the bilateral ovaries reveal an intraparenchymal cyst in the right filled with serous fluid. Both of the tubes has metallic spring consistent with an apparent essure iud. The bilateral fallopian tube serosa is tan-pink. The left fallopian tube has a thin-walled tubal cyst measuring 1.2 cm in greatest dimension. Microscopic examination: a hemorrhagic cyst is present in the left ovary, while cystic follicles and corpora albicantia are present in the right ovary. There is an adhesion present between the right ovary and right fallopian tube. No malignancy identified [pregnancy test urine] on (B)(6) 2015: negative. Batch: no: c51076, production date: 2014-04-25, expiration date: 2017-04-3. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. C51076) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: tylenol, valium and toradol. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: inconsistency was noted: essure removal date reported as (B)(6) (future date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.768 kg/sqm. [Pathology test] on 08-aug-2022: clinical diagnosis 1. Left pelvic pain, intramuscular issue site of removal: 1. Cervix, uterus, bilateral tubes and ovaries diagnosis: uterus, cervix fallopian tubes, ovaries, hysterectomy and bilateral salpingo-oophorectomy: cervix: mild acute and chronic cervicitis - endometrium: benign endometrial mucosa, proliferative phase; negative for hyperplasia - myometrium: benign adenomyosis, superficial - ovary, right: benign cystic follicles and corpora albicantia; serosal adhesion -ovary, left: benign hemorrhagic cyst suggestive of endometrioma -fallopian tubes, bilateral: serosal adhesion (right) gross description: received in formalin, labeled with "cervix, uterus, bilateral tubes and ovaries", is a total hysterectomy specimen weighing 98 g measuring uterus = 7.0 x 4.0 3.0 cm, right ovary 2.7 x 1.5 x 1.3 cm, left ovary 3.5 x 3.0 x 2.5 cm and right fimbriated fallopian tube 7.5 0.4 cm and left fimbriated fallopian tube 7.0 x 0.4 cm. Sectioning of the bilateral ovaries reveal an intraparenchymal cyst in the right filled with serous fluid. Both of the tubes has metallic spring consistent with an apparent essure iud. The bilateral fallopian tube serosa is tan-pink. The left fallopian tube has a thin-walled tubal cyst measuring 1.2 cm in greatest dimension. Microscopic examination: a hemorrhagic cyst is present in the left ovary, while cystic follicles and corpora albicantia are present in the right ovary. There is an adhesion present between the right ovary and right fallopian tube. No malignancy identified [pregnancy test urine] on (B)(6) 2015: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical record received. Lot number & surgical pathology report updated. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report